Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device¿s lcd display was replaced to address the issue. In addition of the above evaluation, the device's front enclosure overlay was replaced due to scratches and keypad was replaced due to scratches, which was not related to malfunction. The technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly.